Event description:
It was reported that the patient indicated that his inflatable penile prosthesis was auto inflating, and he suspected a fluid loss in the system. He also stated that it inflates only halfway. Problem solving techniques were discussed with the manufacturer's representative. The patient was instructed to contact the physician if the issues did not resolve. No patient complications were reported.